Manufacturer narrative:
(B)(4). Field service specialist visited the account and checked system out. No trouble found. System meets all specifications. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery there was an issue during the raster pattern. Patient had a vertical gas breakthrough in left eye. Surgeon did not lift the flap and opted to perform a photorefractive keratectomy (prk). Pre-op best corrected visual acuity (bcva) left eye 20/15 ; uncorrected visual acuity (ucva) 20/20-1.